Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 12th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lad but the details are not indicated. The lesion was neither an isr nor a cto lesion. The diameter of the vessel was and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/18mm, lot unknown) was implanted. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 20% and popma et al classification was ii. The midterm follow up angiogram was performed 19 months after the implant. The % ds was 20%. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown

Manufacturer narrative:
The lesion length was 28mm and the lot number is not going to be available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Literature review: american heart journal 2010; 160:775.e1-775.e9 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation' this literature is from wakayama national hospital and wakayama medical university. This case is 12th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lad but the details are not indicated. The lesion was neither an isr nor a cto lesion. The diameter of the vessel was and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/18mm, lot unknown) was implanted. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6~9months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 20% and popma et al classification was ii. The midterm follow up angiogram was performed 19 months after the implant. The % ds was 20%. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown no sterile lot number information was available therefore no DHR could be conducted. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat instent stenosis of a previously placed stent. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are lesion characteristics that may have contributed to the reported event, specifically the presence of previous disease with instent restenosis.

Manufacturer narrative:
October 16, 2010. Yasushi ino, md., et al. Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation. American heart journal 2010;160:775.e1-775.e9. Please note that the actual event date for this event is unknown. Additional information will be submitted within 30 days of receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).